Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) fainted during exercise and was referred to go to the clinic. The physician believed the patient received inappropriate therapy due to atrial fibrillation (af). Review of device data showed there was noise that was being oversensed resulting in the one inappropriate shock. At this time, the system remains in service. No adverse patient effects were reported.